Event description:
Olympus was informed that the customer video system is displaying a ¿lamp error (a)¿ on the display. The customer reported issue was found during inspection before use. No death, injury or harm has been reported to olympus.

Manufacturer narrative:
During troubleshoot via telephone, the olympus technical support engineer advised the customer that the reported lamp error indicates the lamp needs to be replaced and to stop using the device. The subject device was not returned as the customer has ordered a replacement lamp part. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.